Manufacturer narrative:
Follow-up #1: date of submission 4/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2017 with the following findings:. Testing was unable to duplicate the complaint. Pump boots to the verify screen with audible & vibratory features. An ezcarb bolus was successfully programed and fully delivered; the pump did not revert back to the home when going into the ezcarb menu. No hypersensitive or stuck keys were observed on keypad, additionally, the display screen has a pinkish contrast. Base crack observed between case seal and keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that when going to the ez carb menu to do a bolus it goes back to the home screen. There was no indication that the product caused or contributed to an adverse event. This issue is being reported due to this being an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.